Event description:
It was reported that the caller was inquiring of a likely lead fracture as the right ventricular lead's lead impedance was high and out of range. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.